Event description:
On (B)(6), 2011, the pt presented with an abdominal aortic aneurysm rupture. She was implanted with a gore excluder aaa endoprosthesis and an iliac extender component. A cook limb was added distally due to the pt's tortuous anatomy. On (B)(6), 2011, an angiogram revealed that the trunk-ipsilateral component had migrated distally about 2mm. The distal cook limb had also migrated proximally into the aneurysm sac. No endoleak or aneurysm growth was reported. On (B)(6), 2011, the pt had a gore excluder aaa endoprosthesis contralateral leg component implanted distally to treat the migration. It was reported the trunk-ipsilateral component was in satisfactory position. The pt tolerated the procedure.

Manufacturer narrative:
The device is undergoing a mfg eval that has not yet been completed.